Event description:
It is reported that a dissection occurred during implantation of a 2.5 mm diameter x 30 mm length resolute integrity (rx) drug eluting stent in the mid lad of a pt and another resolute integrity stent was implanted to treat the dissection. No further complications were reported.